Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose ¿well over 600 mg/dl¿ on an unspecified date associated with intermittent power and multiple loss of prime warnings. The reporter indicated that the pump was shutting off multiple times. The reporter also indicated that the loss of prime warnings were not resolved by changing the cartridge. This report is made based on the allegation that the patient experienced hyperglycemia associated with issues of pump power and loss of prime warnings.